Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed a no delivery alarm. Customer's blood glucose was 14 mmol/l. Customer gave himself more insulin and blood glucose went up to 24.9 mmol/l. During troubleshooting, found air bubbles in the line. Customer will not be returning the device for analysis.